Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Reportedly, "anterior chamber almost gone in high vault, glaucomatous attack, attempted to constrict with obisort but not possible." The lens was later removed.

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid within a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).